Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they attached the tego and the dialysis started and after the dialysis was completed, they observed a crack on the blue luer adapter. It was stated that after the catheter was repaired (repair kit was used) there was no issue anymore. There was no leak. The catheter had been in place (implanted) for a couple months, the cleaning agent used on the device was alcohol 70% as per instruction for use, 70% alcohol was also typically utilized to clean the adapter, the cleaning agent was allowed to dry thoroughly prior to applying ointment(s) to the area, and there was no instrument used to loosen or tighten the device. The adapter was tightened by hands and there was no excessive force used on the device. The insertion site was treated prior to product placement, there was nothing unusual observe on the device prior to use, flushing was done prior to use and it worked fine without a leak, and there were no intervention/treatment required as a result of the adapter issue. There were no patient symptoms or complications as sociated with this event. There was no blood loss and blood transfusion were not required due to the event. There was no reported patient injury.

Event description:
According to the reporter, they attached the tego and the dialysis started and after the dialysis was completed, they observed a crack on the blue luer adapter. It was stated that after the catheter was repaired (repair kit was used) there was no issue anymore. There was no leak. The catheter had been in place (implanted) for about three to four months and the insertion site of the catheter was completely fine. The cleaning agent used on the device was alcohol 70% as per instruction for use, 70% alcohol was also typically utilized to clean the adapter, the cleaning agent was allowed to dry thoroughly prior to applying ointment(s) to the area, no other products being utilized with the device aside from tego and there was no instrument used to loosen or tighten the device. The adapter was tightened by hands and there was no excessive force used on the device. The insertion site was treated prior to product placement, there was nothing unusual observe on the device prior to use, flushing was done prior to use and it worked fine without a leak, and there were no intervention/treatment required as a result of the adapter issue. There were no patient symptoms or complications associated with this event. There was no blood loss and blood transfusion were not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.